Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in the united states reported to biomérieux that they have obtained a potential misidentification of prevotella sp as bacteroides pyogenes with vitek ms instrument (ref. 410895, serial number (B)(4)). It was reported that the customer got a possible misidentification on the vitek ms. In this context, the identification results obtained were as follows: vitek ms result: bacteroides pyogenes. Vitek 2 result: prevotella sp. The customer then performed a manual identification and again obtained prevotella sp. According to biomérieux¿s global customer service, further investigation on the strain is required to determine the cause of the issue and confirm the strain identification. There is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. Internal investigation was initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they obtained a misidentification of prevotella spp as bacteroides pyogenes. Expected ID: the expected identification has been defined as unknown because vitek ms and vitek 2 are not considered as the identification reference method. Investigation. Complaint analysis. The complaint analysis did not reveal this issue as a systemic quality problem. Fine tuning. It was not possible to clearly establish if the instrument was operational during customer issue. However, as a conform fine tuning has been made only 2 days before the issue, the status of the fine tuning could be considered as good. Spot preparation quality. The calibrator preparation seems to be good, but the sample ¿all peaks¿ values are quite heterogeneous; indicating spot preparation was not optimal. Kb review. Based on biomérieux investigation, customer strain has been identified as bacteroides pyogenes which is present in the vitek ms kb v3.2. Sample data analysis. Reprocessing the customer data with vitek ms kb v3.2, one spectra led to single choice to bacteroides pyogenes and the other spectra led to no identification. Reprocessing the customer data with next vitek ms kb v3.3 under construction did not improve the identification results, same results were obtained. Reprocessing the customer data with saramis v4.17 (ruo database) allows to have two single choice to bacteroides pyogenes and one no identification. There is one more result in favor to bacteroides pyogenes. Based on these findings, there is no proof that vitek ms gave an erroneous result. In order to investigate further on this identification issue, an analysis of the strain has been done by our biomérieux qc lab and our biomérieux r&d department. Complaint laboratory testing. Biomérieux qc lab has tested the customer¿s strain (5 spots). They obtained single choice to bacteroides pyogenes for all tests with vitek ms kb v3.2. For information, reprocessing biomérieux qc lab data with next vitek ms kb v3.3 under construction allows to get the same results (single choice to bacteroides pyogenes for all tests). Reference method testing. Biomérieux r&d investigations identified the strain as bacteroides pyogenes based on 16s sequence analysis; the same result obtained by the customer and biomerieux qc lab with vitek ms system (ivd kb v 3.2) conclusion. Based on these findings, vitek ms has worked as intended with the strain provided by the customer, there is no issue with vitek ms.